Manufacturer narrative:
Additional information was received that when the first valve was released from the delivery catheter system (dcs), it dislodged up. A second valve was implanted in a deeper position. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted; therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, a second 26mm transcatheter bioprosthetic valve was implanted for unreported reasons. No further information was provided. No additional adverse patient effects were reported.